Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and seroma-late. (B)(6).

Event description:
Healthcare professional reported right side "slightly lobulated contours and liquid content associated with a wavy echogenic line inside," and "intra capsular rupture." Device remains implanted.

Event description:
Healthcare professional reported right side "slightly lobulated contours and liquid content associated with a wavy echogenic line inside," and "intra capsular rupture." Device remains implanted.